Event description:
The patient was going to be placed on a non-rebreather mask, and it would appear that the oxygen flowmeter was moved from one o2 outlet to another. Upon moving the o2 flowmeter to another o2 outlet, a piece of the gas outlet to the manifold (top of the flowmeter) broke off, flying across the room and almost injuring someone.